Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was received at fph in (B)(4) for evaluation where it was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports of the subject device. The pressure test result was outside of specification. Conclusion: we were unable to determine the cause of the reported complaint. All rt226 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the subject breathing circuit passed the initial ventilator leak test and had been in use for 7 days. This suggests that the reported damage occurred after the subject breathing circuit was released for distribution. Our user instructions that accompany the rt226 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms this product is intended to be used for a maximum of 7 days.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that an rt226 infant low flow breathing circuit had a crack on the swivel after 7 days of use. No patient consequence was reported.